Event description:
The customer stated falsely elevated results were generated on the architect stat troponin-I assay. A patient generated a result of 0.047 ng/ml and upon repeat, the result was 0.006 ng/ml. The customer is using a cut-off of 0.028 ng/ml. There was no report of impact to patient management due to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.